Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the large hem-o-lok clip applier instrument did not respond as expected. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a frayed grip cable at distal end. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Common causes of frayed instrument grip cable are attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing.